Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached outer insulation degradation distal to connector boot.

Event description:
This report is to advise of an event observed during analysis.